Manufacturer narrative:
(B)(4). Date sent: 6/2/2010. Evaluation summary: the hand piece was received with the nose cone cracked. The handpiece was connected to the generator and using a test instrument was functionally tested. During testing, an error code 3 was displayed. The instrument was disassembled to inspect internal components; a torn acoustic isolator was found. Additionally, corrosion between the electrodes was found as evidence of moisture ingress. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. The moisture between the electrodes affected hand piece performance and functionality resulting in an error code 3.

Event description:
It was reported that during a sigma procedure, handpiece error was displayed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.